Event description:
Complete system extraction. Patient wants an MRI to get knee surgery and has abandoned rv lead in place plus a mixed system. Patient stable before during and after the extraction. Extracted (B)(6)lead], (B)(6) lead], and mdt ICD lead. Replaced with all (B)(6) products. Patient weight unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).